Event description:
It was reported the device exhibited an error e433. The issue found during an unspecified procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated at olympus service business center (sbc) . Power test performed and the reported error (e433) due to faulty generator was observed. The customer reported error e433 was confirmed. Review of fault log found an error e433 twenty (20) times , error e006 two (2) times and e486 two (2) times appeared on the log. Minor scratches observed on the housing , dings and dents from panel noted , not affecting the function. Device has an old software version ( v11-a) , recommended to be upgraded to version v12-a. Device evaluation has confirmed the customer reported issue and was found to be due to faulty generator board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted based on customer response to follow up questions. Communication with the customer conveyed the following information: customer noted the device was not replaced to continue the procedure and did not provide other information . In addition, the customer did not provide the type of procedure performed at the time of the event reported.